Event description:
It was reported that the ins was replaced in (B)(6) of 2012 but the healthcare provider (hcp) didn¿t replace the leads but by (B)(6) he thought they should be replaced. When asked why the hcp thought that the patient stated because her hcp said they were quite old and there were newer and better leads now. The patient then reported she had no stimulation and tried to get an appointment with the hcp to redo her system but her hcp wanted her to meet with the manufacturer¿s representative (rep) to come and check her device before she went in. She thought she lost stimulation on (B)(6) of 2014 but since then her stimulation had been intermittent and she thought it was the lead wires. She originally thought it was positional but now thought the wires had crapped out; stimulation was at zero and she couldn¿t turn it on. The patient then stated she stopped feeling stimulation in (B)(6) of 2015. A loss of therapeutic effect was reported. The rep. Later reported that the patient¿s battery had normal depletion and was going to be replaced. The patient mentioned she spoke with the physician about also doing a possible lead replacement or revision to receive better coverage and because she wasn¿t receiving stimulation coverage where she needed it. No diagnostic testing or troubleshooting had been performed and it was unknown what the cause of the issue was or if the issue was resolved. There were no patient symptoms or complications associated with this event. At the time of the report the patient was alive with no injury. Further follow-up was planned on (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was scheduled for a battery replacement and possible lead revision the day of the report, may 5. The battery was at end of service (eos), so they were unable to do any reprogramming prior to surgery. An impedance check was done, showing no abnormalities. During surgery, they disconnected the lead and put it in a multi-lead trialing cable (mltc). They tested several configurations and the patient received effective stimulation therapy. The manufacturer representative (rep) set up several programs for the patient post-operative. The patient's biggest complaint was of positional stimulation. The patient was happy with the coverage and would call the rep if they had any questions or problems.

Manufacturer narrative:
Concomitant medical products: product ID: 3986a, lot# lc3698, implanted: (B)(6) 2004, product type: lead. Product ID: 3587a, lot# lc3021, implanted: (B)(6) 2004, product type: lead. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 74002, lot# n299615, implanted: (B)(6) 2012, product type: adapter. (B)(4).

Manufacturer narrative:
Product ID (B)(4) lot# lc3698 implanted: (B)(4) 2004: product type lead. Product ID (B)(4) lot# lc3021 implanted: (B)(4) 2004: product type lead, product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2004: product type extension. Product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2004: product type extension. Product ID (B)(4) serial# (B)(4) implanted:(B)(4) 2007.: product type programmer, patient product ID (B)(4) lot# n299615 implanted: (B)(4) 2012: product type adapter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the leads were temperamental and the stimulation was positional since about 2007. No further complications were reported/anticipated.